Event description:
It was reported that the patient was presented in clinic with right ventricular (rv) lead noise. It was also noted that the patient experienced extra cardiac stimulation. The rv lead was capped and replaced on (B)(6) 2021. The patient was discharged.